Manufacturer narrative:
The event occurred in (B)(6). Product discarded.

Event description:
Caller reported experiencing concern with the infusion set in the last year. Caller stated she had irritation on the insertion site, sort of "allergy" and in some cases she realized that the plaster was wet and removed from the insertion site. Caller reported she became aware of the issue due to the smell of insulin. Caller stated she has experienced episodes of severe hyperglycemia up to 600 mg/dl due to the issue and in the last period has changed the needle almost every day. No adverse event reported. Caller reported the needles that she has used came from different lots; does not have any of them. No product will be returned for evaluation.